Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor distorted as well as the proximal conductor distorted. The inner and outer insulation was kinked/buckled and there deformation of the proximal section of the inner coil. The lead was stretched.

Event description:
It was reported that during the implant procedure, the physician penetrated the lead when handling stylet. The lead was replaced new one. It was further reported that the inner coil was deformed at the connector portion. The lead was not implanted. No patient complications have been reported as a result of this event.